Event description:
It was reported that the physician attempted to insert the intra-aortic balloon (iab) through the metal sheath w/sideport (super arrow-flex sheath). The iab was inserted "most of the way through the sheath, but jammed near the end." The iab could not be pushed forward. Add'l info received by the physician on 03/03/2010 stated that the iab was removed through the sheath, the artery tore and bleeding was extensive. A new iab was inserted through the same sheath. Reference MDR# 1219856-2010-00149 for the second event involving the same pt.

Manufacturer narrative:
(B) (4). F/u report will be filed if add'l info becomes available.